Event description:
It was reported when the screws were being implanted, some broke, and the tips remain in the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available. Reports 1032347-2009-00062 and 00063 are for the same procedure. Multiple size screws were used.